Event description:
A caller reported an issue with a t:slim x2 pump battery that would not charge. There was no adverse impact on the customer's blood glucose level. Technical support instructed the caller to plug the wall adapter into a working outlet for at least 30 minutes. Upon follow-up, it was confirmed that the pump began charging after taking this action, and no further assistance was required, leading to the closure of the case.